Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bipolar liner would not fully seat into the bipolar shell. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A ringloc bi-polar 28x54mm was returned and evaluated against the complaint. Visual inspection found light scratching on the outer radius. The liner is not fully seated inside the shell. The ring is bent compressing the liner onto the head. The head is seized inside the liner. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.